Event description:
Device 4 of 5 MFR. Reference report#: 1627487-2019-00770; 1627487-2019-00772; 1627487-2019-00773; 1627487-2019-00784.

Event description:
Device 4 of 5 reference MFR. Report#: 1627487-2019-00770, 1627487-2019-00772, 1627487-2019-00773, 1627487-2019-00784. It was reported that the patient was not receiving adequate stimulation. In turn, a representative attempted to reprogramming for adequate therapeutic coverage, but to no prevail. As a result, on (B)(6) 2018, one of the patient's leads was relocated, and therapy was re-established post-op. It is currently unknown which lead was revised, so all possible devices are being reported.